Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, noise was observed on the atrial lead. Patient is asymptomatic. Damage to the lead was suspected and revision of the lead was discussed. Physician elected to wait for an additional 3 months to check if noise was increasing. Lead remains implanted. Patient is stable.

Manufacturer narrative:
External insulation abrasion was noted at 7.3 cm to 7.5 cm from the connector pin, consistent with lead friction to the device can, breaching the outer insulation and exposing the outer coil at the proximal region of the lead. This is consistent with the observation from the field of noise and lead damage.

Event description:
New information received notes that the lead was explanted and replaced. Patient¿s condition was stable.